Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant high results for an unspecified number of patient samples tested with the lipase colorimetric assay on a cobas 6000 c501 module. The customer provided an example of one patient sample with discrepant results. The sample initially resulted in a lipase value of 236.3 u/l. The sample was repeated twice, resulting in values of 71.6 u/l and 67.6 u/l.

Manufacturer narrative:
A photometer check was performed and was ok. Calibration and qc data showed no issues. Upon review of the alarm trace, a pipetting aspiration alarm occurred on 20-jun-2024 prior to the sample measurements. Alarms indicating abnormal sample pipetting were also present before (B)(6) 2024. These alarms indicate possible issues with sample quality. The field service engineer performed maintenance on the analyzer. No further issues have occurred since these actions were performed. The investigation determined the issue was resolved by the service actions. Medwatch fields d1, d2, d4, g1, and g4 have been updated.